Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
The customer reported a noisy image displayed during an unspecified procedure of an olympus gastrointestinal videoscope. The procedure was completed with the same device. There was no patient injury reported.